Event description:
It was reported that the 9800 system image quality was below par for some images saved during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The failure could not duplicated. The system was tested and found to be working as intended and put back into serivce.